Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, the receiver ceased to function. No additional event or patient information is available. No product or data was provided for evaluation. The reported event ceased to function could not be confirmed. A root cause cannot be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The receiver will boot and charge. Functional testing was performed and there was no failure detected. The receiver passed all relevant testing. Open receiver case for internal visual inspection and pass. A review of the downloaded data log did not find any errors related to the customer complaint. The reported event that the receiver ceased to function was undetermined. A root cause could not be determined.